Event description:
It was reported the patient experienced pacemaker syndrome symptoms due to a full power on reset (por), which was found at a routine device check. The device was reprogrammed to its previous parameters and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2010. (B)(4).